Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the signal output connector was broken. (B)(4).

Event description:
It was reported that the signal output interface was broken on the external pulse generator (epg). The device was returned to the manufacturer for servicing. It is unknown if there was patient involvement associated with this event.